Event description:
Zoll laboratory services contacted zoll to report that a patient developed a red, itchy, raised skin irritation under the patch. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed hydrocortisone cream for the skin irritation. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.